Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a sample of a donor unit yielded false negative result with seraclone anti-s. The customer has not been able yet to provide a date of event. The customer did return the supposedly defective product and the sample that had caused a false negative test result. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a sample of a donor unit yielded false negative result with seraclone anti-s. The customer has not been able yet to provide a date of event. The customer did return the supposedly defective product for investigational testing and also the patient sample that had caused a false negative test result. The three vials of seraclone anti-s returned by the customer were tested in parallel with our quality control laboratory's retained material for potency and specificity. All samples showed a comparable reaction. We did not observe any false negative reactions. The donor segment was tested with the complaint samples and also with the retained seraclone anti-s sample. They all yielded a negative reaction. The negative reaction of seraclone anti-s thus only occured with this donor segment. Unfortunately, the donor segment is not suitable for a molecular genetic investigation. We requested a new sample of this donor but did not receive any. Testing in our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-s functions correctly a review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.